Event description:
It was reported that during the use of the product, the blue cuff would not be inflated. No patient injury.

Manufacturer narrative:
H6: health impact and evaluation codes: updated h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four photos were received for evaluation. Visual inspection found a hole in pilot balloon was detected, therefore leakage was detected, complaint was confirmed. The root cause of the reported issue was found to be manufacturing - damage during handling. Customer complaint notification was performed on (B)(6) 2022 to production personnel as awareness to failure mode reported. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).